Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Subsequently, an unspecified malfunction occurred. There was no impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified in the pump logs, however, no failure was identified. Additionally, the occlusion alarm issue was confirmed in the pump logs, but no failure was identified. The cartridge was not returned.